Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 506mg/dl. The customer stated that they needed advise on the best place to insert infusion set and they also had high blood glucose. Customer advised with best site. Customer declined to troubleshoot for high readings. The product will not be returned for analysis.